Event description:
It was reported that a transformer block has the wires exposed and a patient received an electrical shock. A medical intervention was not required.

Manufacturer narrative:
Our investigation into the complaint has now concluded. The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. A visual inspection of the device found that the cable strain reliefs were damaged, however the reported malfunction was not observed during a functional evaluation as although internal wires were exposed the insulation on these was fully intact hence it is not possible for the patient to receive an electric shock from the device. Following the complaint device evaluation it was recommended that due to the exposed insulation in the power cord the device should be scrapped. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
As of today, no sample or additional information requested for this complaint has become available. Without further information we cannot progress our investigation or confirm the details supplied in this complaint. In the absence of additional information, our investigation remains inconclusive. At this time an exact root cause cannot be determined. If additional information becomes available in the future, this case will be reopened.